Event description:
It was reported that the customer's glucose sensor gave a reading of 400 when the customer's blood glucose was really 50 mg/dl. It was also stated that improper instruction on how to install the reservoir in the insulin pump caused the patient's blood glucose to rise over 500 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).